Manufacturer narrative:
From the pictures provided, product is labelled correctly and meets specification. Misinterpretation by the reporter that code 2001 was the previous version. Code 1001 was the previous version, has not been manufactured since 2021 and no inventory is available for incorrect issuance for the packaging of the reported lot. This new (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted (B)(4)1, MFR number 3002806821-2024-00044. We will be retaining the old (B)(4) in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created (B)(4).

Event description:
The tubing used, comes in the jada package. Noted that there may be a clot blocking was 4 hours after the initiation of 1st line treatment [device occlusion]. Jada unit that was mislabeled [product label issue]. No additional ae reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a other health professional (registered nurse) referring to a female patient of an unknown age. The patient's historical condition, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot and expiration date were not reported) via vaginal route for postpartum hemorrhage. On (B)(6) 2024 (also reported as last night), a vacuum-induced hemorrhage control system (jada system) was used on a patient for pph (postpartum hemorrhage) with 1300 ml blood loss. There was vaginal bleeding noted by the rn (registered nurse) and no blood noted in the cannister. When she brought this to the attention of the providers, they stated that the last time this happened, the nurses just switched out the tubing. The tubing used, comes in the vacuum-induced hemorrhage control system (jada system) package. It was noted that there may be a clot blocking was 4 hours after the initiation of first line treatment (device occlusion). Also reported that this was the second time this has happened while using a vacuum-induced hemorrhage control system (jada system). No additional adverse event (ae) reported (no adverse event). Upon internal review, the event device occlusion was considered to be medically significant. Follow up information was received from a other health professional (registered nurse) on (B)(6) 2024. The patient's historical conditions included singleton pregnancy and vaginal delivery. Past medication included oxytocin. Nurse reported that they did not believe the device or tubing was defective but stated that both vacuum-induced hemorrhage control system (jada system) devices that were used on this patient became clogged with blood clots. The maternal admission to intensive care unit (ICU) was not required. The patient did not used treatments required after vacuum-induced hemorrhage control system (jada system) to control the abnormal postpartum uterine bleeding or hemorrhage. The operator of the device was attending physician. This was not the operator's first time using or first experience with vacuum-induced hemorrhage control system (jada system). This case was linked to same patient linked cases included first vacuum-induced hemorrhage control system (jada system) was placed. During the period of time where the device was present, vaginal bleeding was noted, but no blood was in the canister. It was noted that a clot was blocking the tubing (device occlusion) (reported in oars # (B)(4)). Second vacuum-induced hemorrhage control system (jada system) was placed but the patient had vaginal bleeding but no blood present in the canister. It was noted that the second device was in place for about 4 hours before this was discovered (device occlusion) (reported in oars # (B)(4)). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow up information received on 27-mar-2025, via company representative. The patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (batch number: 1123103, expiration date: 25-jan-2027) (previously not reported). The device in the tray was vacuum-induced hemorrhage control system (jada system) 2001 and the entire kit was vacuum-induced hemorrhage control system (jada system) 2002. After the investigation, it was concluded that the vacuum-induced hemorrhage control system (jada system) unit that was mislabeled (product label issue) and the patient used vacuum-induced hemorrhage control system (jada system) 2002 as the vacuum-induced hemorrhage control system (jada system) 2001 was discontinued in (B)(6) 2022. Medical device reporting criteria: serious injury. Device may have caused or contributed to medical intervention the (B)(4) is newly created to facilitate the submission of corrected model # for jada system (vacuum-induced hemorrhage control system) to model #2002 from previously reported model #1001 in our previously submitted (B)(4) MFR number- 3002806821-2024-00044. We will be retaining the old (B)(4) MFR number- 3002806821-2024-00044 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created (B)(4). Follow up information was received from quality investigation team on (B)(6) 2025. Added imdrf codes.

Manufacturer narrative:
From the pictures provided, product is labelled correctly and meets specification. Misinterpretation by the reporter that code 2001 was the previous version. Code 1001 was the previous version, has not been manufactured since 2021 and no inventory is available for incorrect issuance for the packaging of the reported lot. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model# 2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2024-00044. We will be retaining the old case (B)(4) in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).. No physical complaint sample was provided but pictures of the event were included within the notification. Review of the lot record package for the reported packaged lot indicates the product was manufactured and packaged in accordance with current jada 2.0 specifications no confirmed defect from established manufacturing processes.

Event description:
The tubing used, comes in the jada package. Noted that there may be a clot blocking was 4 hours after the initiation of 1st line treatment [device occlusion]. No additional ae reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from the other health professional (registered nurse) referring to a female patient of an unknown age. The patient's historical condition, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot and expiration date were not reported) via vaginal route for postpartum hemorrhage. On (B)(6) 2024 (also reported as last night), a vacuum-induced hemorrhage control system (jada system) was used on a patient for pph (postpartum hemorrhage) with 1300 ml blood loss. There was vaginal bleeding noted by the rn (registered nurse) and no blood noted in the cannister. When she brought this to the attention of the providers, they stated that the last time this happened, the nurses just switched out the tubing. The tubing used, comes in the vacuum-induced hemorrhage control system (jada system) package. It was noted that there may be a clot blocking was 4 hours after the initiation of first line treatment (device occlusion). Also reported that this was the second time this has happened while using a vacuum-induced hemorrhage control system (jada system). No additional adverse event (ae) reported (no adverse event). Upon internal review, the event device occlusion was considered to be medically significant. Follow up information was received from the other health professional (registered nurse) on 09-may-2024. The patient's historical conditions included singleton pregnancy and vaginal delivery. Past medication included oxytocin. Nurse reported that they did not believe the device or tubing was defective but stated that both vacuum-induced hemorrhage control system (jada system) devices that were used on this patient became clogged with blood clots. The maternal admission to intensive care unit (ICU) was not required. The patient did not used treatments required after vacuum-induced hemorrhage control system (jada system) to control the abnormal postpartum uterine bleeding or hemorrhage. The operator of the device was attending physician. This was not the operator's first time using or first experience with vacuum-induced hemorrhage control system (jada system). This case was linked to same patient linked cases included first vacuum-induced hemorrhage control system (jada system) was placed. During the period of time where the device was present, vaginal bleeding was noted, but no blood was in the canister. It was noted that a clot was blocking the tubing (device occlusion) (reported in oars # o2405usa002039). Second vacuum-induced hemorrhage control system (jada system) was placed but the patient had vaginal bleeding but no blood present in the canister. It was noted that the second device was in place for about 4 hours before this was discovered (device occlusion) (reported in oars # (B)(4)). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow up information received on 27-mar-2025, via company representative. The patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (batch number: 1123103, expiration date: 25-jan-2027) (previously not reported). The device in the tray was vacuum-induced hemorrhage control system (jada system) 2001 and the entire kit was vacuum-induced hemorrhage control system (jada system) 2002. After the investigation, it was concluded that the vacuum-induced hemorrhage control system (jada system) unit that was mislabeled (product label issue) and the patient used vacuum-induced hemorrhage control system (jada system) 2002 as the vacuum-induced hemorrhage control system (jada system) 2001 was discontinued in august 2022. Medical device reporting criteria: serious injury. Device may have caused or contributed to medical intervention. The case (B)(4) is newly created to facilitate the submission of corrected model # for jada system (vacuum-induced hemorrhage control system) to model #2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2024-00044. We will be retaining the old case (B)(4) MFR number- 3002806821-2024-00044 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4). Follow up information was received from quality investigation team on 08-apr-2025. Added imdrf codes. Follow-up information has been received from quality investigation team on 18-apr-2025. This is a final report. Manufacturing statement: no physical complaint sample was provided but pictures of the event were included within the notification. Review of the lot record package for the reported packaged lot indicates the product was manufactured and packaged in accordance with current vacuum-induced hemorrhage control system (jada system) 2.0 specifications. No confirmed defect from established manufacturing processes. Medical device reporting criteria: serious injury. Device may have caused or contributed to medical intervention. Follow up information received from the quality department on 12-may-2025. It was confirmed that there was nothing wrong with the product as it was labelled correctly. Deleted event product label issue. Medical device reporting criteria: serious injury. Device may have caused or contributed to medical intervention.

Event description:
The tubing used, comes in the jada package. Noted that there may be a clot blocking was 4 hours after the initiation of 1st line treatment [device occlusion], jada unit that was mislabeled [product label issue] , no additional ae reported [no adverse event] . Case narrative: this spontaneous report originating from united states was received from an other health professional (registered nurse) referring to a female patient of an unknown age. The patient's historical condition, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot and expiration date were not reported) via vaginal route for postpartum hemorrhage. On (B)(6) 2024 (also reported as last night), a vacuum-induced hemorrhage control system (jada system) was used on a patient for pph (postpartum hemorrhage) with 1300 ml blood loss. There was vaginal bleeding noted by the rn (registered nurse) and no blood noted in the cannister. When she brought this to the attention of the providers, they stated that the last time this happened, the nurses just switched out the tubing. The tubing used, comes in the vacuum-induced hemorrhage control system (jada system) package. It was noted that there may be a clot blocking was 4 hours after the initiation of first line treatment (device occlusion). Also reported that this was the second time this has happened while using a vacuum-induced hemorrhage control system (jada system). No additional adverse event (ae) reported (no adverse event). Upon internal review, the event device occlusion was considered to be medically significant. Follow up information was received from an other health professional (registered nurse) on 09-may-2024. The patient's historical conditions included singleton pregnancy and vaginal delivery. Past medication included oxytocin. Nurse reported that they did not believe the device or tubing was defective but stated that both vacuum-induced hemorrhage control system (jada system) devices that were used on this patient became clogged with blood clots. The maternal admission to intensive care unit (ICU) was not required. The patient did not used treatments required after vacuum-induced hemorrhage control system (jada system) to control the abnormal postpartum uterine bleeding or hemorrhage. The operator of the device was attending physician. This was not the operator's first time using or first experience with vacuum-induced hemorrhage control system (jada system). This case was linked to same patient linked cases included first vacuum-induced hemorrhage control system (jada system) was placed. During the period of time where the device was present, vaginal bleeding was noted, but no blood was in the canister. It was noted that a clot was blocking the tubing (device occlusion) (reported in oars # (B)(4). Second vacuum-induced hemorrhage control system (jada system) was placed but the patient had vaginal bleeding but no blood present in the canister. It was noted that the second device was in place for about 4 hours before this was discovered (device occlusion) (reported in oars # (B)(4). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow up information received on 27-mar-2025, via company representative. The patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (batch number: 1123103, expiration date: 25-jan-2027) (previously not reported). The device in the tray was vacuum-induced hemorrhage control system (jada system) 2001 and the entire kit was vacuum-induced hemorrhage control system (jada system) 2002. After the investigation, it was concluded that the vacuum-induced hemorrhage control system (jada system) unit that was mislabeled (product label issue) and the patient used vacuum-induced hemorrhage control system (jada system) 2002 as the vacuum-induced hemorrhage control system (jada system) 2001 was discontinued in (B)(6) 2022. Medical device reporting criteria: serious injury. Device may have caused or contributed to medical intervention. The case (B)(4) is newly created to facilitate the submission of corrected model # for jada system (vacuum-induced hemorrhage control system) to model #2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2024-00044. We will be retaining the old case (B)(4) MFR number- 3002806821-2024-00044 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4). Follow up information was received from quality investigation team on 08-apr-2025. Added imdrf codes. Follow-up information has been received from quality investigation team on 18-apr-2025. This is a final report. Manufacturing statement: no physical complaint sample was provided but pictures of the event were included within the notification. Review of the lot record package for the reported packaged lot indicates the product was manufactured and packaged in accordance with current vacuum-induced hemorrhage control system (jada system) 2.0 specifications. No confirmed defect from established manufacturing processes. Medical device reporting criteria: serious injury. Device may have caused or contributed to medical intervention.

Manufacturer narrative:
From the pictures provided, product is labelled correctly and meets specification. Misinterpretation by the reporter that code 2001 was the previous version. Code 1001 was the previous version, has not been manufactured since 2021 and no inventory is available for incorrect issuance for the packaging of the reported lot. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2024-00044. We will be retaining the old case (B)(4) in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4). No physical complaint sample was provided but pictures of the event were included within the notification. Review of the lot record package for the reported packaged lot indicates the product was manufactured and packaged in accordance with current jada 2.0 specifications no confirmed defect from established manufacturing processes.

Manufacturer narrative:
From the pictures provided, product is labelled correctly and meets specification. Misinterpretation by the reporter that code 2001 was the previous version.code 1001 was the previous version, has not been manufactured since 2021 and no inventory is available for incorrect issuance for the packaging of the reported lot.this new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2024-00044. We will be retaining the old case (B)(4) in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
The tubing used, comes in the jada package. Noted that there may be a clot blocking was 4 hours after the initiation of 1st line treatment [device occlusion]. Jada unit that was mislabeled [product label issue]. No additional ae reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from an other health professional (registered nurse) referring to a female patient of an unknown age. The patient's historical condition, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot and expiration date were not reported) via vaginal route for postpartum hemorrhage. On (B)(6) 2024 (also reported as last night), a vacuum-induced hemorrhage control system (jada system) was used on a patient for pph (postpartum hemorrhage) with 1300 ml blood loss. There was vaginal bleeding noted by the rn (registered nurse) and no blood noted in the cannister. When she brought this to the attention of the providers, they stated that the last time this happened, the nurses just switched out the tubing. The tubing used, comes in the vacuum-induced hemorrhage control system (jada system) package. It was noted that there may be a clot blocking was 4 hours after the initiation of first line treatment (device occlusion). Also reported that this was the second time this has happened while using a vacuum-induced hemorrhage control system (jada system). No additional adverse event (ae) reported (no adverse event). Upon internal review, the event device occlusion was considered to be medically significant. Follow up information was received from another health professional (registered nurse) on 09-may-2024. The patient's historical conditions included singleton pregnancy and vaginal delivery. Past medication included oxytocin. Nurse reported that they did not believe the device or tubing was defective but stated that both vacuum-induced hemorrhage control system (jada system) devices that were used on this patient became clogged with blood clots. The maternal admission to intensive care unit (ICU) was not required. The patient did not used treatments required after vacuum-induced hemorrhage control system (jada system) to control the abnormal postpartum uterine bleeding or hemorrhage. The operator of the device was attending physician. This was not the operator's first time using or first experience with vacuum-induced hemorrhage control system (jada system). This case was linked to same patient linked cases included first vacuum-induced hemorrhage control system (jada system) was placed. During the period of time where the device was present, vaginal bleeding was noted, but no blood was in the canister. It was noted that a clot was blocking the tubing (device occlusion) (reported in oars # (B)(4)). Second vacuum-induced hemorrhage control system (jada system) was placed but the patient had vaginal bleeding but no blood present in the canister. It was noted that the second device was in place for about 4 hours before this was discovered (device occlusion) (reported in oars # (B)(4)). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow up information received on 27-mar-2025, via company representative. The patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (batch number: 1123103, expiration date: 25-jan-2027) (previously not reported). The device in the tray was vacuum-induced hemorrhage control system (jada system) 2001 and the entire kit was vacuum-induced hemorrhage control system (jada system) 2002. After the investigation, it was concluded that the vacuum-induced hemorrhage control system (jada system) unit that was mislabeled (product label issue) and the patient used vacuum-induced hemorrhage control system (jada system) 2002 as the vacuum-induced hemorrhage control system (jada system) 2001 was discontinued in august 2022. Medical device reporting criteria: serious injury. Device may have caused or contributed to medical intervention the case (B)(4) is newly created to facilitate the submission of corrected model # for jada system (vacuum-induced hemorrhage control system) to model #2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2024-00044. We will be retaining the old case (B)(4) MFR number- 3002806821-2024-00044 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).